Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure it was noted that the helix would not deploy or retract. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.